Event description:
It was reported that the attachment device was grinding. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which created a situation where the cutter was difficult to insert. It was determined that this was because the bearings were no longer in axial alignment, making it difficult for the cutter to pass through. It was further determined that worn out bearings usually create a situation where vibration and/or noise are observed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out and damaged bearings from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.